Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the hospital after receiving inappropriate therapy for af with rvr. It was noted that the high voltage lead impedance was high. The physician performed tests and the hvli was consistently in range. Device remains implanted and patient to be monitored.